Event description:
It was reported that patient felt "pop" approximately 1 day post op, and x-rays taken at the 6 week post op visit found that a set screw was loose. Revision surgery was performed approximately two months post op.